Event description:
Reportedly, during pt use, the ventilator shutdown suddenly many times with a "device alert" and a "con proc failed" alarm. The device was on the pt when the event occurred. There was no reported serious or negative consequences to the pt.

Manufacturer narrative:
(B)(4).